Event description:
It was reported that the insulin pump has stopped functioning and alarmed an error. It was stated that the customer was not able to prime as the insulin kept shooting out. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor drive support disk. The device also had missing segment. Problem isolated with the liquid crystal display.